Manufacturer narrative:
Ten samples were received for evaluation in used condition without their original packaging. No discrepancies were detected on visual examination. In addition, the samples were tested using a hydrostatic vessel in order to detect any discrepancies. No leaks were found with any of the ten samples. Other analysis: a review of the manufacturing process for ext set p/n 21-7106-24; l/n 4016661 was conducted by quality engineer on 21/jul/2020, in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section; all procedures are being followed appropriately. The following operations were reviewed during gemba: all bonding operations were reviewed to ensure that no their missing solvent in the bonding joints; no anomalies were found. Solvent dispensers were reviewed to ensure that solvent level is enough; no discrepancies were found. Pull testing were reviewed in order to detect any value without specification; no discrepancies were found. Packaging operation in ulma optima machine was reviewed to ensure that no trapped tubes that could cause that the tubes detached; no discrepancies were found. Visual inspection before packaging: thirty two (32) samples p/n 21-7106-24; l/n 4016661 were taken from production floor in order to detect any missing solvent on tube that could affect the product functionality. Result: no discrepancies were found. Mitigation: production personnel inspects 100% to ensure that the parts are free of damaged including scratches) or distorted/warped. Production personnel performs the leak test according to the pq-016 and takes 4 parts at shift start up, beginning of every job, a lot change involving bonded components or solvent. In addition, p/n 21-7106 and 21-7052 must also be leak tested approximately every 3 hours. Quality personnel inspects 15 units every two (2) hours, prior to placing product in bag to ensure that the parts are free of damage (scuffs, pinch marks, etc.), cracks, crazing, cuts or other workmanship defects that can affect assembly function or appearance. Quality personnel inspects 15 units every two (2) hours, prior to placing product in bag: bonds shall have no voids that are more than 1/2 the minimum bond length. Excessive solvent on the bonded joints shall not be readily visible at a distance of 18". Ensure tubes are not occluded. For tube to tube bonds: bond engagement to be within 0.250" and 0.375". For tube to components bonds: verify tubing bonds are bottomed out or within 0.030" of components stops. Action taken: no corrective actions are required since the complaint was not confirmed. Production personnel was notified by the quality engineer of the failure mode reported by the customer on 28/jul/2020.

Event description:
Information was received tubing was changed at 3:10 p.m. And device started leaking at 1:30 p.m.